Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The complaint sample was received for evaluation. The sample was tested with a hydraulic water pressure machine. The testing results found a leak on the aff valve therefore the issue reported by the customer is confirmed. The manufacturing site determined that the reported issue occurred due to the pumping section/aff valve that supplied by an outside manufacturer. A notification was sent to the supplier so actions can be taken. The supplier¿s actions are still pending. Our site will take action by completing 100% aff valve leak tests at the occlusion/leak test machine prior to sending the pumping section/aff valve to the assembly line. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that milk was fed through an ed tube by kangaroo pump setting 15 ml/h for 24 hours with continuous feeding. When the set was removed from the pump, the milk leaked from the valve. The feeding was three times a day and the set was replaced each time. This issue occurred each time the set was replaced.